Manufacturer narrative:
Title: temporal course of vascular healing and neoatherosclerosis after implantation of durable- or biodegradable-polymer drug-eluting stents authors: guagliumi, giulio; guagliumi, giulio; shimamura, kunihiro; sirbu, vasile; garbo, roberto; boccuzzi, giacomo; vassileva, ang elina; valsecchi, orazio; fiocca, luigi; canova, paolo; colombo, francesco; tensol rodriguez pereira, gabriel; nakamura, daisuke; attizzani, guilherme f; cereda, alberto; satogami, keisuke; de luca, leonardo; saia, francesco; capodanno, davide; nlm journal: european heart journal year: 2018 issue: 0, 1-10 ref: https://doi.org/10.1093/eurheartj/ehy273. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to compare in vivo vessel healing and na of current generation bp- or dp-des using serial optical coherence tomography (oct) assessments. Ninety patients were randomised to this study and resolute integrity drug-eluting stent was implanted in fourty-five pateints in the study population. Vessels treated were lad, cx and rca. At 3 months, all randomized patients underwent angiographic and oct follow-up. The rates of covered, uncovered, and apposed struts were comparable between everolimus eluting stents and zotarolimus eluting stents, with some degree of inter-individual variability in both groups. The vast majority of uncovered struts were completely apposed to the vessel wall 85% in both groups. It was reported that incomplete strut apposition was observed in some of the patients treated with resolute integrity des.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.